Event description:
During a trial procedure, the physician decided not to implant the surgical lead due to visual inspection. The electrodes are detaching, coming out of the lead. The physician used a different lead for the implant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.